Manufacturer narrative:
Corrected: d3 manufacturing plant address 1, state, and zip code. One device was received for evaluation. Functional testing was able to verify the reported problem. The reported issue was resolved by replacing the barrel clamp assembly. Additionally, the clutch assembly, leadscrew and plunger tube were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device can't calibrate syringe size. There was unknown patient involvement.